Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 15-jun-2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "failed pockets cannot recover" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4) trays c and d in drawer six were off the bus and unable to release cubies. After reconnecting row board cables and rebooting, the trays continued to malfunction. The fse replaced the retractor band, and the customer confirmed that the drawer functioned successfully. During dchu visual inspection: pn: 353844-01: the returned assy retractor dwr hh cubie was inspected by dchu and confirmed that it was received with physical damage, including scratches, marks and exposed internal wiring and signs of thermal damage. During dchu testing: pn: 353844-01: further testing was not required due to the physical and thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "failed pockets cannot recover" was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn: 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 pockets c1 and d1 not detected on bus and were failed to recover. As per part investigation, it was determined that there was physical damage including scratches, marks and exposed internal wiring and signs of thermal damage. There were no adverse events or injuries reported based on this event.